Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed/failed. Voltage measurement was performed and passed. Pairing test/download was performed and failed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. On the morning of (B)(6) 2020, the patient was found unresponsive by her daughter who called emergency medical services (ems). Because of the signal loss, the patient was unaware of her continuous glucose monitor (cgm) value and before she could take her blood glucose (bg), she lost consciousness. Ems checked the patient¿s bg which was 29 mg/dl and treated her with dextrose via intravenous (IV) therapy. The paramedics remained with the patient until her bg stabilized; the patient declined transportation to the hospital. At the time of report, the patient was weak and had a headache. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.